Event description:
Patient presented to the physician with an infection at the chest incision site. Physician brought the patient into the or, irrigated the chest pocket with an antibiotic solution, and closed. Physician prescribed oral antibiotics after the procedure was completed.